Event description:
It was reported that a uv flash solution transfer set had a connection issue with a y-set. The reporter stated that a ¿mis-spike¿ occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2 for this patient and event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. Same patient and event as (B)(4).

Manufacturer narrative:
(B)(4). The transfer set was returned and a device evaluation has been completed. Visual inspection (microscopic and naked eye) discovered a broken spike. Further testing was not performed as the reported issue was verified during visual inspection. The cause of the damage was undetermined. Should additional relevant information become available, a supplemental report will be submitted.